Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the usb to db9 serial data cable was malfunctioning. When the suspect cable was used with the programming system, it had failed to interrogate a vns generator. The issue was resolved when the data cable was exchanged with a known working cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. It was also reportedly disposed after the occurrence.